Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead had low sensing and high thresholds. The lead was revised and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.